Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted :(B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and high impedance that then returned to normal. The patient mentioned having a heart catheterization procedure done around the same time this occurred. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had a possible fracture. The lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.